Event description:
It was reported that the device had the continuous infusion rate had been 1.7 ml/hr, with a total reservoir volume of 82 ml (with overfill) and 80 ml after priming. The given volume had been 82 ml. The length of infusion had been 46 hours, with the lock level set to locked. The pump had been finishing 2 hours prior to the scheduled time for the last three administrations. The doses, volume, and rate were as follows: treatment on 9/25: volume of 86 ml (with overfill), infusion time of 46 hours, rate of 1.8 ml/h. The pump had finished 2 hours early and should have run longer due to rounding (1.8 ml/h x 46 hours = 82.8 ml given at the 46-hour mark). Treatment on 10/9: volume of 86 ml (with overfill), infusion time of 46 hours, rate of 1.8 ml/h. The pump had finished 2 hours early and should have run longer due to rounding (1.8 ml/h x 46 hours = 82.8 ml given at the 46-hour mark). Treatment on 10/23: volume of 82 ml (with overfill), infusion time of 46 hours, rate of 1.7 ml/h. The pump had finished 2 hours early and should have run longer due to rounding (1.7 ml/h x 46 hours = 78.2 ml given at the 46-hour mark). The event occurred while in use with a patient.

Manufacturer narrative:
B3: unknown; no information has been provided to date. It was stated that there were multiple occurrences. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. H2) correction: b3 corrected. D3 manufacturing plant address, city, and zip code corrected.